Manufacturer narrative:
The insulin pump was unable to complete the prime test due to protruded/loose drive support disk. No motor error alarm was noted during testing. The motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip.

Event description:
It was reported the customer was experiencing high blood glucose due to their motor error and no delivery alarms. Customer stated their blood glucose was 400 mg/dl when they attempted to bolus. The customer stated their insulin pump alarmed no delivery and then motor error during the attempted bolus. Troubleshooting for high blood glucose found the customer did not have any symptoms of high blood glucose. It was also found the customer's insulin pump passed all functional testing during troubleshooting. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer also stated insulin was squirting out during a manual prime. The customer also reported their blood glucose was fluctuating between 300 mg/dl to 479 mg/dl. Customer was also advised their no delivery alarm may be caused by a bent cannula or site/set occlusion. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).